Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a french patient had a skin irritation. The patient reported that he had an irritation under the lifevest. The patient's physician believed that the irritation was due to an allergy to the garment material and prescribed the patient an allergy medication. Follow-up indicated that the irritation had healed after taking the medication.